Event description:
It was reported the patient had persistent, sustained ventricular tachycardia arrhythmia, which required defibrillation and cardioversion. The patient experienced symptoms of nausea and was treated with cardioversion 150j once. The patient was previously implanted with an implantable cardioverter-defibrillator (ICD) due to unsustained ventricular tachycardia in 2012. The ICD was removed prior to the ventricular assist device (vad) implant due to a device infection. There was adequate operation for ventricular tachycardia in 2016. The causal relationship between the arrhythmia and the ventricular assist device (vad) was low, but could not be ruled out. It was thought to be ventricular tachycardia (vt) against a background of dilated cardiomyopathy (dcm). The involvement of the inflow tubes was not suspected but could not be ruled out. The arrhythmia resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B and the heartmate ii patient handbook rev. D are currently available. The IFU lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate ii lvas. The IFU also outlines situations that can result in low flow, including changes to patient conditions. The IFU also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The manufacturer of the ICD was unknown.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had persistent ventricular arrhythmia, which required defibrillation and cardioversion. The causal relationship between the arrhythmia and the ventricular assist device (vad) was low but could not be ruled out. It was thought to be ventricular tachycardia (vt) against a background of dilated cardiomyopathy (dcm). The involvement of the inflow tubes was not suspected but could not be ruled out.